Manufacturer narrative:
Concomitant medical products: 900sfc28 heart ring, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, undefined high pacing impedance and exhibited noise. The l ead was explanted. No patient complications have been reported as a result of this event.